Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was confirmed. Delivery accuracy testing found the pump's average delivery error to be above the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor assembly was replaced.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy (B)(4). Event occurred during testing and no patient involvement.